Event description:
The user facility reported a 35-year-old white female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an impella cp optical pump stopped during patient support. The pump was explanted as a result of the failure and a new impella cp pump was implanted for ongoing support. There was no patient harm.

Manufacturer narrative:
The impella was returned for evaluation. Visual inspection of the returned pump revealed a large impeller purge gap. Additionally, the catheter was severed near the repo unit, with the motor cable cut and signs of excessive force as both ends of the catheter were torn. During functional evaluation, the device ran for at least 5 minutes after activation and resulted in a stoppage. The root ause of the pump stop was bearing wear after 16 days of use, which is beyond 8-day design life. The failure modes will be monitored and trended. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿